Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log files showed intermittent pump stops and the captured events occurred while operating on the power module. Additionally, damage to the external jacket was confirmed through this investigation. An onsite driveline repair was performed on (B)(6) 2019 by abbott personnel. The entire external portion of the driveline was replaced with no issues. The approximately 18" segment of driveline replaced by technical service (serial number (B)(4) was returned for evaluation. Examination of the driveline revealed damage to the silicone jacket approximately 2.5¿ from the controller connector. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield adjacent to the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was returned with the driveline cut approximately 3¿ from the pump housing and the severed portion was not returned. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. It was reported that the patient was experiencing pump stops after a perc lead repair. The patient underwent a pump exchange. The evaluation of the returned driveline segments did not reveal a device related issue that would have contributed to a functional issue. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to document # (B)(4) rev. C, hmii hydraulic qualification (hq) test procedure. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information. It was reported that the patient received a pump exchange on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The approximate age of device: 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported low flows with speeds of 0 rpm were observed. Patient had complaints of palpitations. Technical services reviewed the submitted log files, and a pump stoppages and pump decelerations were confirmed. On (B)(6) 2019, technical services performed a distal end percutaneous lead (driveline) replacement. After the repair additional pump stoppages occurred. Patient placed on battery power which resolved the alarms. An ungrounded power module patient cable was provided to the patient. No additional information was provided.